Event description:
Voluntary medwatch received states that the patient experience loss of weight and leads were popped up to the skin. No intervention was reported. The patient status was unknown.

Manufacturer narrative:
Correction: d4 - additional device information (serial number) - unknown serial number should not be populated in initial report.